Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system was hanging (locked up). This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.